Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during an unknown procedure, the clip was malformed. There was no unexpected noise. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 18 clips as intended; several no clip feed incidents were noted during analysis. The reported event could not be confirmed as no malformed clips were noted during analysis. The device was disassembled in order to evaluate the internal components and no anomalies were noted. No conclusion could be reached as to what may have caused the feeding issue. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.